Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that there was noise on the rv lead three months post implant. The lead was explanted.